Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment is cracked. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed moisture is observed in cartridge compartment. The keypad cover is torn at contrast button. The battery compartment is cracked below bumper pad and a cracked display lens was observed. The pump case is damaged/cracked near the right top corner of the display lens, keypad cover was removed and no contamination was found under contacts. (B)(6).